Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right atrial (ra) lead implant, when slitting the catheter, the hemostasis valve was not clearly cut and part of it remained. The remaining part of the hemostatic valve pulled the lead and the slack was lost. The lead did not dislodge, however, the decision was made to withdraw the lead and reimplant with a new catheter. No patient complications have been reported as a result of this event.